Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and intrinsic amplitude was out of range. This lead remains in service. No adverse patient effects were reported.